Event description:
It was reported that the patient passed away in palliative care. Additional information revealed that the death was not considered device or therapy-related.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. The outcome was not device or therapy related, and the device operated as expected. The device will not be returned for evaluation. No alarms were reported in association with the event. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28mar2017. No further information was provided. The manufacturer is closing the file on this event.